Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an atherectomy procedure, lost aspiration and entrapment occurred. The jetstream xc atherectomy catheter was inserted over a .014 non bsc wire. Atherectomy was started and device stopped working and became stuck on the wire. The catheter and wire were removed together. The procedure was completed with another device. No patient complications were reported.